Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 ipg implanted 2007-(B)(6). (B)(4)

Event description:
It was reported that the right ventricular lead had high capture threshold and low pacing impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.